Event description:
Event description boston scientific, crm received information that this patient presented to the clinic feeling poorly and with a fast heart rate. Upon interrogation it was noted that the pacemaker was pacing at the maximum sensor rate (msr) of 110 ppm. The accelerometer was subsequently programmed off, and the patient returned to being paced at the lower rate limit. This pacemaker is part of the hermetic sealing original advisory population, as described in the physician communication on july 18, 2005. Sustained pacing at the msr is a potential behavior of this advisory population. The patient is not pacer dependent.